Event description:
It was reported the patient had an increased recharge burden. The parameters were calculated, and the patient appears to be charging more than expected. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Correction: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.